Event description:
It was reported the patient was in the ER for presyncope. When device interrogation was attempted, the patient went into asystole. The parameter settings were noted to be "blank". It was further reported the device had not been checked since implant, 28 months previously. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed a no output and no telemetry condition. Calculations based on implant parameters indicate that the device had met its expected longevity. The eri (elective replacement indicator) was the result of normal battery depletion.

Event description:
It was reported the patient was in the ER for presyncope. When device interrogation was attempted, the patient went into asystole. The parameter settings were noted to be "blank". It was further reported the device had not been checked since implant, 28 months previously. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.